Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding episodes") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), myalgia ("muscular pain episodes"), arthralgia ("joint pain episodes"), muscle spasticity ("contractions"), fatigue ("important generalized fatigue"), alopecia ("hair loss"), mental disorder ("psychological difficulties "), nervous system disorder ("neurological disorder") and gastric disorder ("gastric disorder"), 2 years 11 months after insertion of essure. On an unknown date, the patient was found to have general physical condition abnormal ("incapacity to practice sport like in the past") and experienced psychological trauma ("moral traumatism"). The patient was treated with surgery (essure removed on (B)(6) 2017). At the time of the report, the genital haemorrhage, dizziness, myalgia, arthralgia, muscle spasticity, fatigue, alopecia, mental disorder, nervous system disorder, gastric disorder, general physical condition abnormal and psychological trauma outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, dizziness, fatigue, gastric disorder, general physical condition abnormal, genital haemorrhage, mental disorder, muscle spasticity, myalgia, nervous system disorder and psychological trauma with essure. The reporter commented: fallopian tubes removal was planned, uterus removal was to be considered depending of the course of the surgery. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-feb-2019 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 1372 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information from attorney was received: essure insertion date was updated from (B)(6) 2010 to (B)(6) 2010 and was removed on (B)(6) 2017. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1713629) on 31-aug-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding episodes"), abdominal pain ("disabling abdominal pain") and post procedural haemorrhage ("bleeding 15 days after intervention") in a 47-year-old female patient who had essure (batch no. 20217137) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for an unreported indication: mirena . On(B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), myalgia ("muscular pain episodes"), arthralgia ("joint pain episodes"), muscle spasticity ("contractions"), fatigue ("important generalized fatigue"), alopecia ("hair loss"), mental disorder ("psychological difficulties "), nervous system disorder ("neurological disorder") and gastric disorder ("gastric disorder"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), psychological trauma ("moral traumatism"), breast calcifications ("bilateral calcification on breasts"), hot flush ("hot flashes") and adenomyosis ("adenomyosis center") and was found to have general physical condition abnormal ("incapacity to practice sport like in the past"), weight increased ("weight gain") and uterine leiomyoma ("uterine leiomyomas"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy via laparoscopy on (B)(6) 2017). At the time of the report, the genital haemorrhage, abdominal pain, muscle spasticity, fatigue, alopecia, mental disorder, nervous system disorder, gastric disorder, general physical condition abnormal, psychological trauma, breast calcifications, weight increased, hot flush, uterine leiomyoma and adenomyosis outcome was unknown, the post procedural haemorrhage had not resolved and the dizziness, myalgia and arthralgia was resolving. The reporter provided no causality assessment for alopecia, arthralgia, dizziness, fatigue, gastric disorder, general physical condition abnormal, genital haemorrhage, mental disorder, muscle spasticity, myalgia, nervous system disorder and psychological trauma with essure. The reporter considered abdominal pain, adenomyosis, breast calcifications, hot flush, post procedural haemorrhage, uterine leiomyoma and weight increased to be related to essure. The reporter commented: at insertion, there was 1 trailing coil on right and 2 trailing coils on left. Hormonal treatment was prescribed for 3 months after insertion. The patient had to stop hormonal treatment because of weight gain, disabling abdominal pain. There was also intermittent bleeding for several months examination of the removal tubes and uterus found uterine leiomyomas, adenomiosis center, bilateral fibro atrophic chronic salpingitis lesion, not malignant. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 1372 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding episodes"), abdominal pain ("disabling abdominal pain") and post procedural haemorrhage ("bleeding 15 days after intervention") in a 47-year-old female patient who had essure (batch no. 20217137) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for an unreported indication: mirena . On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), myalgia ("muscular pain episodes"), arthralgia ("joint pain episodes"), muscle spasticity ("contractions"), fatigue ("important generalized fatigue"), alopecia ("hair loss"), mental disorder ("psychological difficulties "), nervous system disorder ("neurological disorder") and gastric disorder ("gastric disorder"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), psychological trauma ("moral traumatism"), breast calcifications ("bilateral calcification on breasts"), hot flush ("hot flashes") and adenomyosis ("adenomyosis center") and was f further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: lot number and historical condition added. Events bilateral calcification on breasts, weight gain, disabling abdominal pain, hot flashes, uterine leiomyomas, adenomiosis center added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 22-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding episodes"), abdominal pain ("disabling abdominal pain") and post procedural haemorrhage ("bleeding 15 days after intervention") in a 44-year-old female patient who had essure (batch no. 20217137) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "at insertion, there was 1 trailing coil on right and 2 trailing coils on left" on (B)(6) 2010. The patient's medical history included parity 2. Previously administered products included for an unreported indication: mirena. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), myalgia ("muscular pain episodes"), arthralgia ("joint pain episodes"), muscle spasticity ("contractions"), fatigue ("important generalized fatigue"), alopecia ("hair loss"), mental disorder ("psychological difficulties"), nervous system disorder ("neurological disorder") and gastric disorder ("gastric disorder"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), psychological trauma ("moral traumatism"), breast calcifications ("bilateral calcification on breasts"), hot flush ("hot flashes") and adenomyosis ("adenomyosis center") and was found to have general physical condition abnormal ("incapacity to practice sport like in the past"), weight increased ("weight gain") and uterine leiomyoma ("uterine leiomyomas"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy via laparoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, abdominal pain, muscle spasticity, fatigue, alopecia, mental disorder, nervous system disorder, gastric disorder, general physical condition abnormal, psychological trauma, breast calcifications, weight increased, hot flush, uterine leiomyoma and adenomyosis outcome was unknown, the post procedural haemorrhage had resolved and the dizziness, myalgia and arthralgia was resolving. The reporter provided no causality assessment for alopecia, arthralgia, dizziness, fatigue, gastric disorder, general physical condition abnormal, genital haemorrhage, mental disorder, muscle spasticity, myalgia, nervous system disorder and psychological trauma with essure. The reporter considered abdominal pain, adenomyosis, breast calcifications, hot flush, post procedural haemorrhage, uterine leiomyoma and weight increased to be related to essure. The reporter commented: at insertion, there was 1 trailing coil on right and 2 trailing coils on left. Hormonal treatment was prescribed for 3 months after insertion. The patient had to stop hormonal treatment because of weight gain, disabling abdominal pain. There was also intermittent bleeding for several months. Examination of the removal tubes and uterus found uterine leiomyomas, adenomiosis center, bilateral fibro atrophic chronic salpingitis lesion, not malignant. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc; event device placement at incorrect location added accordingly. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding episodes") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), myalgia ("muscular pain episodes"), arthralgia ("joint pain episodes"), muscle spasticity ("contractions"), fatigue ("important generalized fatigue"), alopecia ("hair loss"), mental disorder ("psychological difficulties "), nervous system disorder ("neurological disorder") and gastric disorder ("gastric disorder"). On an unknown date, the patient experienced general physical condition abnormal ("incapacity to practice sport like in the past") and psychological trauma ("moral traumatism"). The patient was treated with surgery (scheduled for (B)(6) 2017). At the time of the report, the genital haemorrhage, dizziness, myalgia, arthralgia, muscle spasticity, fatigue, alopecia, mental disorder, nervous system disorder, gastric disorder, general physical condition abnormal and psychological trauma outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, dizziness, fatigue, gastric disorder, general physical condition abnormal, genital haemorrhage, mental disorder, muscle spasticity, myalgia, nervous system disorder and psychological trauma with essure. The reporter commented: fallopian tubes removal was planned, uterus removal was to be considered depending of the course of the surgery. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.